Event description:
Medics responded to a cardiac arrest, pt condition not reported. Disposable defibrillation electrodes were attached to the pt and the device was powered on. Reportedly, the device indicated connect electrodes and use of the device was inhibited. The electrode connection to the device was removed and reinserted, and power was cycled to the device in an unsuccessful attempt to clear the connect electrodes message. The reporter stated that CPR was continued during the attempt to analyze the pt's rhythm. The als responders arrived on scene and using the same electrodes continued care to the pt. The pt was shocked during the resulting care. The pt was resuscitated and transported to the hospital. The reporter stated the pt later died. The reporter stated the pt's outcome was not a result of device operation, as the pt had a perfusing rhythm at the time of transport.